Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a sixth left revision due to infection involving a trident constrained insert was reported. The event was not confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that this patient's left hip was previously revised from a rejuvenate construct. The patient has been revised again due to infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown constrained liner. The unknown biolox ball, titanium sleeve & cable were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
It was reported that this patient's left hip was previously revised from a rejuvenate construct. The patient has been revised again due to infection.